Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified. (Expiry date: 04/2023).

Event description:
It was reported that during treatment through left femoral artery, the guidewire allegedly unable to pass through the delivery sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned with partially deployed stent and due the poor condition of the returned sample, guidewire can not advance over the system. No indication could be found that a manufacturing related issue may have caused the reported problem. Improper flushing of the device prior to use or use of incompatible or damaged guide wire may be a potential factor for this type of event. Damage of the system caused during shipping/ storage, unpacking or preparation may be a contributing factor. During evaluation the stent was found within the system and was partially deployed which may happen during advancing attempt. The guidewire was tried to advance and it was not possible. Based on the information available, the investigation was closed with confirmed result for premature activation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use sufficiently address the potential risk. The instructions for use state: 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit'. Regarding accessories and preparation the instructions for use states: 'the catheter tip is tapered to accommodate a 0.035¿ (0.89 mm) guidewire. The guidewire exit port is located at the proximal end of the delivery system. Prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters.' The instructions for use further state: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.' The e-luminexx vascular stent system is indicated for use in the iliac and femoral arteries. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: d4 (expiry date: 04/2023), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during treatment through left femoral artery, the guidewire allegedly unable to pass through the delivery sheath. The procedure was completed using another device. There was no reported patient injury.